Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of receiving certificate of conformance showed that lot released with no recorded anomaly or deviation. Product and complaint have been forwarded to contract/manufacturer supplier. Upon completion of evaluation, a follow up report will be sent to the FDA. The user facility was notified of the event on (B)(4) 2011. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. (B)(4).

Manufacturer narrative:
Device was forwarded to supplier/manufacturer for evaluation. Supplier's evaluation and review of planning and procedures utilized in the manufacture of the knee guides determined the event reported was due to body mass and low image quality. Over and under segmentation of medial osteophyte and anterior cartilage region. Supplier confirmed that the guides were manufactured according to the surgeon's preferences. (B)(4).

Event description:
It was reported that patient underwent a knee arthroplasty procedure utilizing signature knee guides on (B)(6) 2011. During the procedure, the femoral guide did not fit flush on the distal/anterior femur. The surgeon completed the procedure with traditional instrumentation. A delay greater than thirty minutes occurred as a result.